Event description:
It was reported by the rep that during a laparoscopic roux-en-y procedure, the device was used excessively, cutting and coagulating. The surgeon was trying to get access to the lesser sack and bleeding occurred. The surgeon had to use electric cautery along with the device to get the bleeding to stop. After the bleeding was stopped, the account received an error 5. The account replaced the device and completed the case with no pt consequence. One device is being returned.

Manufacturer narrative:
Eval summary: two lcsc5 devices (a-b) were returned. Device a was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 (solid tone) was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Device b was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The batch record was reviewed and no anomalies were noted during the mfg process.